Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An observation on the poly tubing had melted but the insulation was not exposed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had an insulation damage. Additional information indicates that the conductor was exposed. This lv lead was explanted. No additional adverse patient effects were reported.